Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The peritonitis was manifested by turbid effluent. On the day of onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was not reported. On unreported date(s), the patient was treated with "peritonitis therapy" (route, medication, dosage, frequency, and duration not reported) for the peritonitis. On an unreported date, automated peritoneal dialysis therapy was discontinued and on the day of onset, the patient started continuous ambulatory peritoneal dialysis (capd) therapy. Extraneal and physioneal therapies were ongoing. Automated peritoneal dialysis therapy was planned to restart after hospital discharge. The care plan was to discharge the patient from the hospital one day after this report was received. On an unreported date, the peritoneal effluent fluid was clear. The patient was recovered from the peritonitis. No additional information is available.